Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an express sd balloon catheter with stent. The balloon was tightly folded with contrast in the balloon and lumen. There was contrast on the stent. The outer shaft, inner shaft, balloon and tip were microscopically examined. The proximal end of the stent was flared and the middle of the stent was deformed. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right renal artery. A 7.0mmx19mmx150cm express¿ vascular sd stent was selected for use to treat the lesion. However, during introduction of the device, resistance was encountered. The device was withdrawn and it was then found that the device was bent near the distal end of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.